Event description:
Non- integration. It was reported that the implants failed to integrate and were removed. Bone type was 33, 43 and unknown. No impact on patient's health.

Event description:
Non- integration. It was reported that the implants failed to integrate and were removed. Bone type was 33, 43 and unknown. No impact on patient's health.